Event description:
Boston scientific received information that the right ventricular (rv) channel noted impedance measurement swing greater than 500 ohms. The measurements returned to typical values. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.